Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files submitted by the account confirmed low speed events and a transient pump stop event while the device was connected to the power module. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained approximately 27 hours of data. Low speed events and a transient pump stop were captured while the system was operating on a power module. While operating on external batteries, pump speed remained above the low speed limit and the system appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii implant kit was shipped with the heartmate ii lvas IFU and the heartmate ii patient handbook. Additionally, the heartmate ii lvas IFU, document and the heartmate ii patient handbook are currently available. The hmii IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. Furthermore, the IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-06540. It was later reported that the patient was admitted to the hospital on (B)(6) 2020 for a more detailed examination. Labs were obtained and x-rays were taken of the percutaneous lead. Lab data for international normalized ratio (inr) and lactate dehydrogenase (ldh) were normal. The patient's power module was exchanged to the hospitals and there were no further alarms or pump off events. The patient was reported as stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low speeds and pump stops while attached to power module. The patient changed back to batteries and the alarm ceased. Another patient cable was used for testing and no alarm occurred. The patient is asymptomatic. There is potential driveline damage.